Event description:
The customer contacted beckman coulter inc., (bci) regarding an erroneous high accutni (troponin) result within the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. Customer indicated that they have shared packs between their two systems and do not know which pack generated the erroneous high results. The initial erroneous high accutni result was reported outside the lab. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was on site to investigate the event. The fse examined and tested the system. No hardware or performance issues were identified. The system functioned within spec. The customer stated that the pt sample was not properly handled according to the procedures and therefore considers the erroneous result to be attributed to a pre-analytical (pretest) occurrence. The customer also indicated that they have shared reagent packs between there two systems which is not recommended per bci package insert. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.